Event description:
It was reported that during an unknown procedure, the shears malfunctioned. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged end effector. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did the device malfunction? The analysis results confirmed that the 5dcs instrument was received with burr on the end effector. The device was cycled and the blades did not close and cut as intended due to presence of the burr. No conclusion could be reached as to what may have caused the found damage of the end effector. The final quality release criteria was met before this batch was released for distribution.